Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the buttons on the insulin pump are responding intermittent or not at all. The patient's blood glucose value at the time of incident was 25 mmol/l. The patient is having trouble administering a bolus due to the keypad issues. The customer confirmed that the pump was not dropped or bumped. Troubleshooting was initiated for the keypad anomaly; the customer changed the battery and cleaned the battery cap but the issue persisted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response on the esc, act, down and express bolus buttons due to fully-unlocked connector on lcd board. Displacement test wasn't performed due to unresponsive keypad. The device had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.